Event description:
"While lap hook cautery in use on lap chole, excessive smoke and a burning smell were noted by both the surgeon and scrub tech. Equipment use was immediately discontinued". Per circulator account.